Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occurred; however, the specific type of alarm was unable to be provided. The customer reported that the pump displayed "0 units" but there was more insulin in the cartridge. The customer pulled approximately 200 units of insulin with a syringe. The customer's blood glucose (bg) level was impacted; however, a specific bg value was unable to be provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.